Event description:
The following has been reported: biomed reported: " pump here in (B)(6) serial # (B)(6) that is giving us some alarms. Biomed tried to run this pump a couple different times and have not had any luck with it. Biomed did change out the IV set that we originally used to eliminate that from being the issue and there are no sticky areas where the set is loaded. " additional information reported by biomed: "there was no report of patient harm. This error occurred during the set-up process and was never in an active infusion. The load set error was stated to be the main issue and then the next day there was an error right away before trying to load the set." A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 leak failure. This was confirmed via log file review and additionally the pump would alarm on startup for valve 1 leaks. An internal investigation was performed and no additional internal damage was identified.